Manufacturer narrative:
H3 device evaluated by MFR: media from the clinical procedure was provided and reviewed by the bsc training team and clinical specialist. The media review report concluded: the closure device was not fully expanded and implanted distally. Complex anatomy was noted; closure device should have been implanted more proximally.

Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At a routine follow-up, 32 days later, transesophageal echocardiography (tee) imaging showed that there was an uncovered lobe. It is suspected that the additional lobe was not visualized at implant. No intervention was performed, and the patient was discharged. The physician is considering coiling or plugging the gap. There were no patient complications reported.

Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At a routine follow-up, 32 days later, transesophageal echocardiography (tee) imaging showed that there was an uncovered lobe. It is suspected that the additional lobe was not visualized at implant. No intervention was performed, and the patient was discharged. The physician is considering coiling or plugging the gap. There were no patient complications reported.